Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "keypad double clicking," which was reproduced. The device evaluation confirmed the #5 key to be inoperable caused by a failed keypad. It was observed that when attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the "#5" key will occur following the selected key's function (e.g. Numerically: when the "#1" key is pressed,"#15" will be displayed, alphabetically: when the "a" key is pressed, am will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a "keypad double clicking," which was clarified during baxter's evaluation as repeated/duplicate keypad output. Any patient involvement, injury or medical intervention is unknown.